Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the serial digital interface (sdi) was damaged. The cause of the damaged sdi was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the cable to the high definition liquid crystal display monitor was torn out. The issue occurred when preparing the device for use. There was no report of patient harm or injury.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. An olympus field service engineer (fse) visited the site on october 25, 2023. The fse found the complaint was confirmed and the serial digital interface (sdi) connector was torn out of the monitor. The sdi connector was replaced and the video image was recovered. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.